Event description:
It was reported by a customer on (B)(6) 2011, the fiber was damaged at the tip at 87,778 joules. Per the customer, the fiber damage was noted during the procedure. It is not known what may have caused the fiber damage. The fiber was not clamped nor were there any observations leading up to the incident. It is not clear if there were any error codes displayed on the console. No pt injury was reported.